Event description:
The contact stated that the machine was leaking during treatment and removed too much fluid from a pt causing hypotension and severe body cramps approximately 2 hours and 40 minutes into treatment. The pct responded administering approximately 1000 ml of normal saline which alleviated the cramps and stabilized the blood pressure, no other medical intervention was required. The pt has a 3 hour treatment time and uses an optiflux 180 dialyzer. At the start of the treatment, the pt's pre-weight was (B)(6) which is (B)(6) above the dry weight (B)(6) and a blood pressure of 117/68. Post treatment, the pt's weight was (B)(6) (loss of (B)(6) after receiving 1 l of saline) with a blood pressure of 104/58. For the treatment, the uf goal was set to remove a total of (B)(6) over the 3 hour treatment time (additional machine information: (B)(4), no uf profile and the pht passed).

Manufacturer narrative:
Manufacturer file number: (B)(4).